Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by MFR: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code was received for evaluation. White foreign matter could be observed into the sealed sample. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and topical skin adhesive was used. During surgery, before opening the package, it was found that there was a white foreign substance in the sterile package. Further details are not provided. There were no adverse consequences to the patient.